Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pain in pelvic region (severe and persistent ache)/severe and persistent pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I and parity 1 on (B)(6) 2012. Previously administered products included for an unreported indication: depo provera in (B)(6) 2012. Concurrent conditions included body mass index normal. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("abdominal bloating"), abdominal pain lower ("severe and persistent pain in her lower abdomen (severe and persistent ache)"), allergy to metals ("nickel allergy/ I couldn't wear my watch anymore"), fatigue ("fatigue") and depression ("depression"). On an unknown date, the patient experienced arthralgia ("I experienced the same pain in my wrist"), pain in extremity ("pain in hand that I did in my abdomen/pelvic region"), uterine haemorrhage ("abnormal uterine bleeding"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition") and investigation noncompliance ("she did not undergo essure confirmation test"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal distension and abdominal pain lower had resolved and the allergy to metals, arthralgia, pain in extremity, uterine haemorrhage, fatigue, depression, mental disorder and investigation noncompliance outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, arthralgia, depression, fatigue, investigation noncompliance, mental disorder, pain in extremity, pelvic pain and uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pain in pelvic region (severe and persistent ache)/severe and persistent pain') in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included gravida I and parity 1 on (B)(6) 2012. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included body mass index normal. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding"), abdominal distension ("abdominal bloating"), abdominal pain lower ("severe and persistent pain in her lower abdomen (severe and persistent ache)"), allergy to metals ("nickel allergy/ I couldn't wear my watch anymore"), fatigue ("fatigue") and depression ("depression"). On an unknown date, the patient experienced arthralgia ("pain in my wrist"), pain in extremity ("pain in hand"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition") and fungal infection ("tons of yeast infections"). The patient was treated with surgery (salpingectomy/bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal distension and abdominal pain lower had resolved and the uterine haemorrhage, allergy to metals, arthralgia, pain in extremity, fatigue, depression, mental disorder and fungal infection outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, arthralgia, depression, fatigue, fungal infection, mental disorder, pain in extremity, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: on (B)(6) 2013: 2 trailing coils on the right and 1 coil on the left. On (B)(6) 2014: approximately 5 mm of the essure coil was removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. On (B)(6) 2014: surgical pathology report diagnosis: a) left fallopian tube, salpingectomy: - small benign paratubal cysts. - essure coil present in distal lumen. B) right fallopian tube, salpingectomy: - benign paratubal cysts. - essure coil present in distal lumen. Gross description: the fallopian tubes reveals a brown-tan soft cut surface with silver coiled metal measures approximately 1.0 cm at the proximal end of the specimen. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, allergy to metals. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media: fungal infection. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received-m new event yeast infection was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pain in pelvic region (severe and persistent ache)/severe and persistent pain') in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included gravida I and parity 1 on (B)(6) 2012. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included body mass index normal. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding"), abdominal distension ("abdominal bloating"), abdominal pain lower ("severe and persistent pain in her lower abdomen (severe and persistent ache)"), allergy to metals ("nickel allergy/ I couldn't wear my watch anymore"), fatigue ("fatigue") and depression ("depression"). On an unknown date, the patient experienced arthralgia ("pain in my wrist"), pain in extremity ("pain in hand"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition") and fungal infection ("tons of yeast infections"). The patient was treated with surgery (salpingectomy/bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal distension and abdominal pain lower had resolved and the uterine haemorrhage, allergy to metals, arthralgia, pain in extremity, fatigue, depression, mental disorder and fungal infection outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, arthralgia, depression, fatigue, fungal infection, mental disorder, pain in extremity, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: on (B)(6) 2013: 2 trailing coils on the right and 1 coil on the left. On (B)(6) 2014: approximately 5 mm of the essure coil was removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. On (B)(6) 2014: surgical pathology report diagnosis: a) left fallopian tube, salpingectomy: - small benign paratubal cysts. - essure coil present in distal lumen. B) right fallopian tube, salpingectomy: - benign paratubal cysts. - essure coil present in distal lumen. Gross description: the fallopian tubes reveals a brown-tan soft cut surface with silver coiled metal measures approximately 1.0 cm at the proximal end of the specimen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.